Event description:
The pump was returned to animas. Product analysis evaluated the pump and found a contaminated force sensor assembly that was out of calibration and a dim and discolored display screen. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump display screen was found to be faded and discolored. The display screen was replaced with a test screen and the display returned to normal. The pump performed the rewind, load, and prime sequence successfully with no alarms. A force sensor calibration test was performed and the sensor was found to be out of calibration. The pump was opened and contamination was found in the pump force sensor assembly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.